Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, including a nadir of 53 mg/dl with persistent downward trend arrows; the user treated with oral carbohydrate and later reported an overcorrection that resulted in additional insulin delivery by the system and subsequent recurrent hypoglycemia, after which education on carbohydrate treatment (10¿15 g and reassessment) was provided and glucose stabilized to 112 mg/dl. Symptoms included low blood glucose without reported loss of consciousness or other acute neurological symptoms. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included case review and user education on hypoglycemia treatment and device use. Investigation of this case revealed no device malfunction was identified, and the event was consistent with hypoglycemia of unclear cause with user overcorrection contributing to subsequent lows. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.